Event description:
Rn reported pump malfunction. Infusion bag and tubing were empty, pump shut off before flush was completed. No side effects reported from pt malfunction, pt received all of infused medication. Sending new curlin pump 6000cms. Dates of use: (B)(6) 2015 to ongoing. Reason for use: (B)(6) fabry (anderson disease).